Manufacturer narrative:
(B)(4). Concomitant medical products: custom comprehensive shoulder, cat. No. Cp561638, lot no. 276840; crs glenosphere baseplate, cat. No. 115330, lot no. 257320; crs screw, cat. No. 115381, lot no. 233460; fixed locking screw, cat. No. 180501, lot no. 161030; fixed locking screw, cat. No. 180504, lot no. 516340; nonlocking screws, cat. No. 180507, lot nos. 458080, 552560; standard adapter, cat. No. 118001, lot no. 372190; humeral bearing, cat. No. Xl-115363, lot no. 418650; unknown humeral stem; crs glenosphere; cat. No. 115310, lot no. 482970; humeral bearing, cat. No. Xl-115363, lot no. 418650. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined however, it is noted that the patient was dislocated over a year which may have contributed to the metallosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported patient underwent a reverse total shoulder arthroplasty revision approximately two (2) years post-implantation due to dislocation, pain, and instability. It was reported that the patient had been dislocated for over a year. During the revision, a pseudocapsule, metallic debris, and metallosis were noted in the joint. The humeral bearing, adaptor, locking ring, and glenosphere were removed and replaced.